Manufacturer narrative:
This report is being filed on an international product, list number 02k91-39 that has a similar product distributed in the us, list number 02k91-29. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a patient sample that had generated an architect ca 19-9 result of >1200 u/ml was also demonstrating poor dilution linearity. The following dilutions and results were generated: (B)(6). Centauer ca 19-9 generated a result of >700 u/ml with a 1:10 dilution result of 2788 u/ml there was no report of impact to patient management.

Manufacturer narrative:
No customer returns were available for investigation. Customer complaint data was reviewed and no adverse trends were identified. Accuracy testing was completed using retained kits of architect ca 19-9xr reagent lot 74005m800. Acceptance criteria were met, which indicates acceptable product performance. In addition, a device history record review was performed on lot 74005m800, which did not show any potential non-conformances, deviations, or non-conformances. The architect ca 19-9xr assay reagent package insert was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect ca 19-9xr assay was identified.